Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durasul, alpha insert, jj/32 on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 due to a low grade infection.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: model #/lot #, date received by MFR, type of reports, evaluation codes, additional MFR narrative. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. It was reported that the patient underwent a revision surgery of cocr head and durasul alpha inlay on (B)(6) 2016 due to low grade infection. The date of implantation is unknown. No trend was identified. The DHR check could not be performed as the lot number was not available. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Even though no lot numbers were provided, the gamma sterilization specification of the cocr head and the eto sterilization specification of the durasul alpha insert certify the suitability of sterilization. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).